Event description:
It was reported that a user experienced high blood glucose of 216 mg/dl after the ilet stopped dosing for approximately four hours, resulting in no insulin delivery and subsequent hyperglycemia. The user did not understand that insulin delivery had stopped, and troubleshooting and education were completed to allow the device to bring glucose back into range. Investigation of this case revealed no insulin delivery consistent with a dosing interruption, with user comprehension addressed through education. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution through education and continuation of therapy. It was concluded, based on previously established findings for similar reports, that the cause was use error related to unrecognized dosing cessation.